Event description:
The director of surgical center operations reported that they had conducted an investigation due to a high rate of postoperative issues after acl procedures at their facility. From 2000 to 2001 there were 7 cases of infection / reaction in 211 cases (3.3%). Six different surgeons performed the seven cases. In all seven cases revision surgery was performed and the mitek intrafix sheath & screw were explanted. In 6 cases a mitek cross pin (254202 / 5-lots) was used. In one case a linvatec screw was used. In two cases richards staples were used. As a result of intervention being taken mitek is taking a conservative stand and filling an MDR with FDA reporting the explanting of the mitek implants.